Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic follow-up transurethral resection (tur) procedure on (B)(6) 2017, it was noticed that a fragment of a ceramic insulation flushed out upon releasing the saline from the patient's bladder. The ceramic insulation most likely broke off from the resection sheath during a therapeutic transurethral resection (tur) procedure on (B)(6) 2017. However, this was not noticed during the tur which was successfully completed with the same set of equipment. Furthermore, there was no report of adverse events or patient injury.